Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. When cleaning your t:slim g4 pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Per tandem user guide: you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. Per tandem user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using cold humalog u200 insulin, reuses the cartridge, and does not clean the pump vents. Clinical support informed the customer that using cold humalog u200 insulin, reusing cartridges, and not cleaning the pump vents is off label per the tandem user guide. Customer changed the pump supplies to address the issue. Customer's blood glucose was 400-500 mg/dl.